Event description:
It was reported on (B)(6), 2014 that the patient underwent generator replacement on (B)(6), 2014 due to battery depletion and was unable to be interrogated. A battery longevity calculation was performed and it showed 2.6 years remaining until eri=yes. It was reported that the hospital discarded the explanted generator and therefore it couldn¿t be returned for product analysis.